Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consume regarding a patient receiving morphine and baclofen via an implantable infusion pump. It was reported that the pump was originally implanted in the patient's back but that location was painful as it was pinching a nerve and offering absolutely no pain relief. The surgeon moved the pump to the front yesterday but when the patient attempted to bolus he got an out of box screen on the device.